Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation, pericardial effusion, hemothorax and pneumothorax. It was also reported that the right ventricular (rv) lead exhibited a polarity switch and exhibited high thresholds. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.